Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was a loss of efficacy due to a new migration of the lead which was confirmed radiologically. Symptoms included urgency, pollakiuria, and nocturia. The onset date was (B)(6) 2015 and the event was serious leading to hospitalization on (B)(6) 2016. The lead was repositioned on (B)(6) 2016 and the event resolved on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study, via a manufacturing representative, reported a return of incontinence with important vesical pain during an intervention on (B)(6) 2016. An adverse event was reported by mail and a surgical intervention occurred. The neurostimulator was explanted and a new stimulator was placed on the right side. No diagnostics/troubleshooting performed. Outcome remained unknown. Medical history included idiopathic functional urinary retention since 2004.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.